Manufacturer narrative:
Block d4: detailed product information was not provided to bsc. As the device was lost, the device information was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath steerable sheath was selected for use, a hemostatic valve leak occurred. The nature of the leak is unknown. The device was replaced, and the procedure was completed without patient complications. No further information was provided. The device has been lost and is therefore unavailable for return analysis. The batch/lot number for the device is unknown.